Event description:
It was reported that the patient experienced dermatitis at the infusion site. No medical or surgical intervention was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. If the product is returned, will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed. Product information was unknown. No product information has been received to date. Initial reporter also sent report to FDA? Was unknown. No information has been received to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).